Event description:
It was reported the pt did not feel stimulation (paresthesias). At follow up, the physician found impedances greater than 4000 ohms except for two electrode combinations. The stimulation was reprogrammed with one of the two remaining good combinations (electrode 1 positive; electrode 2 negative) since the stimulation was still effective this way. The pt was scheduled for replacement surgery. The lead was later explanted.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.